Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2004, the patient was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2010, the patient had a large endograft leak with other co-morbidities. The patient is deceased as of (B)(6) 2010. The cause of death could not be determined.